Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked during use. This event occurred during peritoneal dialysis therapy on a homechoice device. The patient reported that when they woke up, the homechoice and setup was dripping with solution. The location of the leak could not be determined. The patient stated they did not notice any damage before or after use of the cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.